Event description:
The customer reported that the insulin pump alarmed. The customer changed the battery and the device had a blank display. Troubleshooting was performed and the insulin pump continued having blank display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.